Event description:
It was reported that a cartridge alarm 20 occurred. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). The caller was assisted in loading a new cartridge correctly, successfully resumed insulin therapy, and the issue was resolved.